Event description:
Caller reported a malfunction on pump, identified with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.